Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed inappropriate shock on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.